Manufacturer narrative:
The returned device was deployed, but the formed needle did not fully retract. It was observed to be bent and visible in the exposed portion of the soft cannula. Inspection of the needle mechanism found the needle was not seated in the slide retract, resulting in a failure of the formed needle to fully retract. A tear was found in the exposed portion of the soft cannula where the end of the formed needle was positioned. Fluid was seen exiting the site of the tear. It cannot be conclusively determined when the tear occurred or if it contributed to a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that a patient's blood glucose (bg) levels reached between 124 to 390 mg/dl while wearing the pod between 36 and 48 hours on the leg. A manual insulin injection was administered to treat the hyperglycemia.